Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient's blood glucose went up to 567 mg/dl with extreme confusion. The reporter stated that the patient was receiving chemotherapy and since starting on chemotherapy the patient has been confused. The reporter stated that the pump alarmed for an occlusion and the patient's blood glucose was tested and was found to be 567 mg/dl. The reporter reviewed the pump bolus history and stated that the patient had not delivered any boluses for the day but the patient had eaten. This event is not reported with the following conclusion, the reported event was related to disease management. This report is made based on the allegation that the patient experienced hyperglycemia related to a reported decreased patient capacity to operate the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.